Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 13 bd vacutainer® k3e 3.6mg plus blood collection tubes foreign matter was discovered in the tubes. The following information was provided by the initial reporter, translated from japanese to english: fm is adhered onto the tubes.

Event description:
It was reported that prior to use with 13 bd vacutainer® k3e 3.6mg plus blood collection tubes foreign matter was discovered in the tubes. The following information was provided by the initial reporter, translated from japanese to english: fm is adhered onto the tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-05-10 h.6. Investigation summary: bd did receive 4 photographs and 13 samples from the customer in support of this complaint. Evaluation of the photographs attached and returned samples shows tubes with ink smeared on the tube surface. 100 retained samples were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode from the returned samples and photograph provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Bd had not received samples, but [4] photos were provided for investigation. Evaluation of the photographs attached shows tubes with ink smeared on the tube surface. Additionally, [100] retention samples from bd inventory were evaluated by visual examination and the issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with 13 bd vacutainer® k3e 3.6mg plus blood collection tubes foreign matter was discovered in the tubes. The following information was provided by the initial reporter, translated from japanese to english: fm is adhered onto the tubes.